Manufacturer narrative:
Although requested, no patient information was provided.

Event description:
During patient use, when the ventilator was switched to battery operation by removing the ac power, the ventilator did not recognize the battery and a ¿switched to backup battery¿ alarm occurred. No patient injury was reported in this case.